Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The reporter indicated that the device will not be returned. Therefore no analysis or testing has been done. Based upon the serial number, model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."

Event description:
Health professional reported a lap-band "malfunctioning port with inability to withdraw saline. Replaced with low profile port." Physician noted, "the needle was aspirated and we still could not aspirate saline from the system, but the needle was in good position fluoroscopically."